Manufacturer narrative:
Physio-control evaluated the device and observed a "connect cable" message when it was connected to a pt simulator with a therapy cable. Physio replaced the therapy pcb assembly and then, observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could not confirm or replicate the observed problem, and root cause could not be determined.

Event description:
According to the reporter, the device alarms connect electrodes when used. There was no report of any adverse pt events as a result of the alleged malfunction.